Event description:
The hcp reported that the patient was "experiencing signs of an overdose". A syring marked with "duramorph 1 mg/ml" was used to fill the pump during the procedure. All programming during the procedure was carefully checked and no issues were noted. Several hours after implant, the patient experienced numbness in legs, primary from the waist down. The pump was stopped approximately 2-3 hours later. Later that evening, the numbness in their legs began to subside and the patient was able to wiggle their toes. In 8/2005, the drug solution was removed from the pump and the pump was filled with preservative free normal saline. The drug solution was sent for analysis. The next day, the pump was emptied, refilled with water and programmed for a minimal flow rates. The hcp was concerned that the syringe filled with anesthetic for the block may have been mixed up with the syringe containing duramorph. The patient was discharged two days later walking and having full use of their legs and feet.